Event description:
On 21st march, 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to information provided by the getinge technician, the covers were broken due to user not using handle on the light and grabbing the light by the lens. Moreover, as its stated, they use an ultraviolet light during cleaning procedures of the operation room and it causes plastic items to become brittle which could have contributed to the cover failure. The device was repaired by replacing the damaged parts (ard368609996 - l50 - s/a upper cover with fork v3 & ard368611998 - set transparent plastic cover - l50). Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due to cracked covers with missing particles which could be considered as technical deficiency, and in this way device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incident of cracked headlight cover with missing particles occurs at moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at manufacturer¿s, the incident investigated herein is due to a mechanical stress or an inappropriate use. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. To prevent any incident the lucea 50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections (IFU 01741 en 11, page 27). As also stated by subject matter expert at manufacturer¿s all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. To avoid degradation of the shell it is recommended to respect the contact time to wipe with a dry cloth and make sure no liquid residue is left on the device after cleaning (IFU (B)(4) en 11, pages 46-48). To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions. High concentrations. Prohibited products. In 2015 a design change improved the braking system and the mechanical durability of upper cover. The user manual mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage (IFU (B)(4) en 11, page 27). The new spare part is available as ard368609996 in order to repair the damaged product. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).